Manufacturer narrative:
A biomed from the facility performed an evaluation of the ventilator. Functional and perfomance testing determined that a section of the power supply was faulty. The ac power pack was removed and visually examined and the biomed oberved that a regulator exhibited signs of thermal damage. The power pack was replaced, the machine was functionally tested and performed normally. The part was not returned for investigation.

Event description:
It was reported that: while the device was ventilating a pt , the ventilator stopped functioning and an alarm was heard. A therapist was in the room and transferred the pt to another device. No pt injury.